Event description:
The customer reported having unexplained high blood glucose of 530mg/dl, and she has treating with manual injections. The customer was experiencing nausea, excessive thirst, and was irritable. Troubleshooting was per formed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarms in two different days. Further testing could not be performed as customer is going to the emergency room. Attempted to contact the customer and her husband stated that the customer has been hospitalized earlier and further details could not be provided as spouse does not have hipaa. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.